Manufacturer narrative:
It is unknown if the flexlab was the cause of the delay. The issue is under investigation.

Event description:
The customer stated that on (B)(6) 2013, tumor lysis treatment was delayed on one patient, based on ldh and urate results that were 7 hours late with respect to expected turnaround time on a flexlab system. Information about the cause of the lateness was not provided. It is unknown if there was any patient intervention or adverse health consequences due to the delayed test result(s).